Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat irritation related to a bipap device's sound abatement foam. The patient has alleged to seeing particles in the chamber. There was no report of serious or permanent patient harm or injury.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat irritation related to a bipap device's sound abatement foam. The patient has alleged to seeing particles in the chamber. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in the base unit with visual inspection. In secondary findings, found multiple indeterminate contaminants observed on the underside of the sd card flip cover and around air inlet. Contamination appearing consistent with insect contamination was observed on the interior of the device enclosure. Pieces appearing consistent with desiccated insect remains observed on the underside of the top enclosure, on the pca, and on top of the airpath/blower box. The logs were reviewed by the manufacturer. There were 1 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 has been corrected (clinical codes was not captured in previous report) in this report.